Event description:
It was reported that a tracheobronchial stent graft failed to deploy. It was further reported that the stent was partially deployed, a few mm out of the sheath, then was removed. No patient injury reported.

Manufacturer narrative:
The complaint sample has been returned, and the investigation is currently underway.